Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed battery out limit. Customer's blood glucose reading was over 600 mg/dl. Customer's current blood glucose reading was 470 mg/dl. Customer treated her blood glucose with an insulin injection and remained off the pump for the night. Customer was advised that the insulin pump would not be able to register glucose data until blood glucose levels were under 600 mg/dl. Customer declined to troubleshoot. Product is not expected to return.